Event description:
With an amplatz stiff wire and the balloon catheter fixed securely, the staff was attempting to place the sheath over the inflated balloon catheter and wire combination. During the attempt, the catheter broke at the junction of the balloon. The balloon remained partially inflated and could not be pulled back through the sheath. The broken catheter segment was snared and retrieved without further difficulty.